Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having pain under the spinal cord stimulation (scs) implantable pulse generator (ipg) pocket site. The patient underwent a procedure wherein the pocket was revised, extensions were added, and ipg remains implanted in the patients body and in use. The patient was doing well postoperatively.